Event description:
Foxhollow became aware of the event in 2005, but had little information. From a follow up, e mail in 01/2006, the following information was obtained. As the device was being removed from the body, it seemed to get caught on the sheath. The tip hit resistance at the distal end of the sheath. The physician then rotated the devcie back another 90 degrees and the devices moved freely into the sheath. Upon removalof the device the tip could not be located. The tip was not visible under fluoroscopy nor was it visible on the patient drape, or on the back table. The number of passes is uncertain although this tip came off after the third insertion either before or upon the third removal of the device. From a follow-up conversation in 2006, with one of the physicians that assisted during the case, the patient was released the day after the procedure with improved color and warmth in the treated leg. The patient was seen in the clinic (approximately 2 weeks ago). And presented no apparent side effects from the procedure. Location of tip cannot be confirmed, the looked for it under fluoro and on the table, but were unable to find the tip.